Manufacturer narrative:
The stepper motor cup pickup z-axis was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to fatigue problem, weakening of its material when subjected to stress or a series of repeated stresses. The most probable cause of the reported event was due to the faulty stepper motor cup pickup z-axis.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by powering on the analyzer and the error message 4151 c.trans-z home detect immediately reoccurred. While troubleshooting, fse noticed when the all-set-home position was selected the cup transport assembly was not able to rise up to its home position. Fse resolved the complaint by replacing the z-axis cup pickup sensor stepper motor. Fse repaired and validated the analyzer by powering on the analyzer and the pickup assembly was able to all-set-home itself. Fse performed a cup transfer routine in maintenance mode and no errors reoccurred. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 22feb2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (4151) c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to the faulty z-axis cup pickup sensor stepper motor.

Event description:
A customer reported ¿4151 c.trans-z home detect error¿ while running patient samples on the aia-900 analyzer. Technical support specialist (tss) instructed the customer to restart the analyzer and inspect the waste and waste chute to ensure it was not full and clear of obstruction, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.